Event description:
The customer reported that 5 to 10 ml of blue fluid leaked from the coulter lh 500 hematology analyzer with fluid below the instrument and that the flow cell was blocked while performing startup. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found and replaced defective tubing through pinch valves (pv14 and pv15); one had a hole. He verified repair per established procedures and results met published performance specifications. (B)(4).